Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/04/2017 with the following findings: visible moisture corrosion was found in the battery compartment. The battery compartment was cracked near the top left corner, and lower right corner of the grip pad. A leak test was performed and failed due to a battery compartment crack. The pump was opened to find no moisture. The display was dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the display was dim and pink, and there was moisture in the battery compartment. This report is made based on results of investigation completed on 05/04/2017.